Event description:
The customer notified in this report that allegedly the pins became "pushed down" on the footboards on almost all of their intouch model beds. No specific serial numbers were given nor a quantity. The issue will be investigated and any beds that are repaired will be documented in separate mdrs if they meet the requirements as cited in 21 cfr part 803.

Manufacturer narrative:
The purpose of this report is to notify stryker that there are numerous beds with the pins pushed down on the footboard. No specific bed was identified, no serial numbers given, nor a quantity of beds affected. The field technician will investigate the issue and any beds that are repaired will be documented in separate mdrs if required by 21 cfr part 803.